Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 12/22/2014, belt: 07/01/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was in the hospital at the time of passing. Review of the download data, indicates the patient received one lifevest shock in response to oversensing of low amplitude cardiac signal. The patient was in asystole at the time of the treatment shock at 03:39:51 on (B)(6) 2019. The patient's post shock rhythm was asystole. The response buttons were not pressed during the event. The patient remained in asystole with CPR artifact until 04:24:28 when the patient transitioned to ventricular fibrillation (vf) for approximately 24 seconds. The patient then received the first of three non-lifevest defibrillations. The rhythm at the time of the treatment was vf with CPR artifact and the post shock rhythm was ventricular tachycardia (vt) at 150 bpm with CPR artifact. The patient was then in asystole with CPR artifact transitioning to vf with CPR artifact for 22 seconds prior to receiving the second non-lifevest defibrillation. The post shock rhythm was sinus tachycardia at 130 bpm. The patient then was in vf for approximately 14 seconds when he received a third non-lifevest defibrillation. The post shock rhythm was sinus tachycardia at 130 bpm. At 04:32:52 to 04:35:41, the patient's rhythm was sinus tachycardia from 130 to 140 bpm degrading to asystole with CPR artifact. At 04:36:20, the patient's rhythm was asystole transitioning to sinus tachycardia at 130 bpm with motion artifact. The patient was in sinus tachycardia at 130 bpm with motion artifact until the electrode belt was disconnected on (B)(6) 2019 at 04:37:18. The device was removed when the patient was in a life-sustaining rhythm. Subsequent monitoring of the patient was not possible due to the electrode belt disconnection. The lifevest was unable to deliver a shocks due to not being in the detection sequence long enough before the patient was externally defibrillated. Each external defibrillation shock was delivered while the patient was in a vf arrhythmia for less than 30 seconds. The device did not detect additional arrhythmias following the last non-lifevest shock until the device was shutdown at 04:37:18. The patient subsequently passed away. The external defibrillations prevented the lifevest from delivering defibrillations while the patient was in a treatable rhythm. No deficiencies were alleged against the lifevest. There is no indication of a device malfunction causing or contributing to the event.